Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not bootup. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of event. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the power distribution unit(pdu) was not functioning, the front panel of the pdu leds was in the standby error state and the back panel of the pdu leds indicated they were in failure state. Fse confirmed that the root cause of the issue was failure of the ac unit in the equipment room causing the temperature to rise excessively, leading to the failure of system room components on account of which power distribution module(pdm), back panel of the pdu and image processing pc(ippc) got faulty. The ac equipment was replaced by the hospital staff. Fse replaced pdu, front panel and back panel of pdu and ippc to resolve the issue. The defective pdu, front panel of pdu, back panel of pdu and ippc were returned for analysis. Part analysis of the pdu indicated that the pdm was not turning on when connected to gpdu. Part analysis of rear panel of the pdu indicated that a cable was defective and fuse failed. Part analysis of front panel of the pdu does not indicate any malfunction with the part. Part analysis of ippc indicated that the power supply of the ippc failed. After replacement of ippc, pdu and rear panel of pdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.